Event description:
It was noted upon removal of uterus during a robotic hysterectomy that the end of the uterine manipulator had broken into multiple pieces during the process. All pieces were recovered.